Event description:
Electrical issues and blood inside the ventricular port were reported to the subject pacemaker, reportedly no irregularities were noted during one week post-implant check performed on (B)(6) 2013. A pacemaker check was requested on (B)(6) 2013 due to the suspicion of ventricular pacing failure. No led dislodgment could be confirmed by x-ray; a temporary pacing system was applied. On (B)(6) 2013 the pacemaker was checked and it was observed that the impedance increased into above 2800 ohms. A re-intervention was performed accordingly on the same day. When the ventricular lead was disconnected from the pacemaker, blood came out from the port. Normal leads measurements were obtained when these were measured by an analyzer. A new pacemaker was implanted.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Preliminary analysis of the returned device showed proper electrical and mechanical function. Analysis is pending.